Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a ventricular tachycardia storm. Upon interrogation the high voltage lead impedance on the right ventricular lead was found to be abnormal. The right ventricular lead was explanted and replaced. The atrial lead was also replaced due to noise. There were no complications and the patient was stable.

Manufacturer narrative:
Final analysis confirmed the reported event of high voltage lead impedance. As received, the partial lead was returned in two pieces. On the connector piece (a), one lead-to-can external insulation abrasion breaching right ventricular cables lumen was noted [ 12.6 cm to 13.1 cm from the connector pin] between the connector boot and the cut end of this piece. Both right ventricular cables were abraded through while the inner coil was not exposed in this abrasion region. The cause of the reported event was isolated to this lead-to-can abrasion. On the distal piece (b), one internal insulation abrasion breaching ring electrode cables lumen was noted [30.4 cm to 30.9 cm from the distal tip] proximal to superior vena cava shock coil. The ring electrode cables lumen ethylene tetrafluoroethylene (etfe) coating was intact and the inner coil was not exposed in this abrasion region. Electrical tests did not find shorts on any conduction paths. Other damages found on these two pieces were consistent with procedural damages.

Event description:
New information received indicates the high voltage impedance was high.